Event description:
It was reported that the pump failed calibration. No patient injury was reported.

Manufacturer narrative:
Operator of device are unknown. The product was returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 6-jun-2022 via email and attached to complaint object: no patient involvement. The issue was found during testing.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. During investigation, found latched assembly damaged, causing "cassette not attached properly" alarm. By visual inspection found battery compartment cracked. Replaced dso (downstream occlusion) sensor as a preventative measure, damaged latched assembly and cracked battery compartment. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.